Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr could not duplicate the problem. Performed all calibration and testing and no loss of fi02 errors in the error log. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has 100% leak and low volumes while on patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported.